Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot part #:04.168.285s. Lot #:138p266. Manufacturing site:jabil grenchen. Release to warehouse date:18/05/2021. Expiry date:01/05/2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified.

Event description:
It was reported that on november 10, 2022, the patient underwent the orif for femoral neck fracture with the products in question. The surgery was completed successfully. The surgeon was concerned that the neck bolts in question were a little short in length. In the day after surgery, full loading began. Two weeks after surgery, internal deformity of the head of the bone occurred. The situation was observed, but it was decided that fns was removed and replaced by tha on january 16, 2023. The surgeon has said that the cause of the cutout may have been due to the shallow insertion depth of the neck bolts. For the involvement of the health hazard with the product, he determines that there is a causal relationship with the products. No further information is available. This complaint involves three(3) devices. This report is for one (1) bolt f/fem neck syst f/construct length this is report 1 of 3 for complaint (B)(4).